Manufacturer narrative:
(B)(4). Insulin pump was received with failed battery test alarm after battery changed due to corroded battery tube. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that insulin pump received battery failed alarm. Contacts on battery cap was not missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.